Event description:
A (B) (6) male patient contacted lifecor customer support to report that the battery charger seems to have a short. He stated that when he placed the battery pack into the charger the lights would not come on all the way unless he "wiggles" the battery pack. Support sent a patient services representative (psr) to the patient to replace the battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluations of battery charger (B) (4) has been completed. Battery charger (B) (4) had a damaged battery connector. The connector pin was so bent that the battery pack would not read or charge. The root cause of the damage cannot be positively identified but appears to be the result of the battery pack being forced into a misaligned charger connector. The connector was repaired. The battery charger was retested and then restocked. No adverse events resulted from the damaged battery charger. The patient received a replacement battery charger.